Event description:
It was reported to boston scientific corporation that a dynamic y stent was used in the trachea during a stent placement procedure performed on (B)(4), 2013. According to the complainant, the stent was being placed to treat a malignant lesion. The lesion was not dilated prior to stent placement. During the procedure, the physician noted that the stent had ¿ripped¿ upon deployment. In the physician¿s assessment, the stent ripped due to the way it was being handled. The stent was removed and the procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Pt age: patient's exact age is unknown; however it was reported that the patient was over the age of 18. Additional device info: the complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.